Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had no stimulation sensation following a car accident or a fall. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.